Event description:
It was reported that the insulin pump alarmed for a motor error. No blood glucose reading was given. The insulin pump was returned and a replacement was sent.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump has a constant motor error alarm during rewind due to motor encoder signal out of phase. Unable to perform displacement test. The insulin pump was received with cracked reservoir tube lip, minor scratched display window, cracked belt clip slot and cracked case at the display window corner.